Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was unknown at time of hospitalization. Customer was treated with insulin drip. Customer stated that clock on care link reports followed possible under delivery of basal insulin after set change. Customer declined troubleshooting high blood glucose and diabetic ketoacidosis. Insulin pump will not be returned for analysis.